Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 220 mg/dl. The customer also report the insulin flow blocked alarms and customer was alleging possible pump under delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer elected to bypass and have pump swapped out. Customer treated with insulin pump. Troubleshooting was performed. The product will be returned for analysis.